Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as fold flaw opening and observed missing shell assessed as inconclusive. Additional observations: crease fold and wear abrasion observed on the device. Red particles observed on the device and inside the gel. Observed 40 mm dark patch edge material inside gel device. Observed what appears to be like crater appearance on shell surface. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported "hole, non-specific." The device has been explanted and replaced.